Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with one cartridge during the load process. Reportedly, the customer changed the cartridge every 3-4 days. The customer was educated regarding pump labeling instructions. Customer's blood glucose level was not impacted by the reported issue; however, blood glucose level was in the 200's (mg/dl) due to the customer being off the pump and playing softball. During the call with tandem's technical support, the customer was able to load a new cartridge successfully.